Manufacturer narrative:
Upon receipt of additional information it has been determined that this is a duplicate report. This event was investigated and reported under 0001822565 - 2019 - 03262 - 1. Therefore the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this is a duplicate report. This event was investigated and reported under 0001822565 - 2019 - 03262 - 1. Therefore the initial report was submitted in error and should be voided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42512400510, l/n: unk, kne-persona-femorals-unk; p/n: unk, l/n: unk, kne-persona-tibial trays-unk; p/n: unk, l/n: unk. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03172, 0001822565 - 2019 - 03178, 0001822565 - 2019 - 03179. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 3 years post-implantation due to loosening and wear. No additional patient consequences were reported.